Event description:
Information received by medtronic indicated that the patient had a persistent left laryngeal nerve paralysis post cryoablation procedure. Patient has seen an ent physician for the problem. There were no product issues reported during the procedure.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.